Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut was damaged and lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 695mm distal to the distal end of the strain relief. A kink was also noted 725mm proximal to the distal tip of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-feb-2019 it was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After pre-dilation was performed, a 3.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with this device. No patient complications were reported. However, returned device analysis revealed hypotube break and stent damage.